Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a eopa arterial cannula, it was reported that after cannulation and connection to the cardiopulmonary bypass circuit, blood was seen leaking from a pin prick sized hole approximately a 3rd of the way down the cannula from the tip. The surgeon was able to stop the leak using bone wax to plug the hole. Blood loss was minimal, less than 20mls and no blood products or additional fluid were seen.no blood transfusion was required the cannula was not heated or cooled and it was not clamped in this region. The cannula was used to complete the procedure.there was no obvious other damage to any component or packaging.there was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5. Correction:the cannula was used to complete the procedure without event or further leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.